Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was steam pop in left atrium (la) and blood pressure dropped and pericardial tamponade was noticed. A pericardiocentesis was performed.